Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick balloon, unk size. The physician attempted to place a taxus express2 2.75x32mm drug eluting stent to the heavily calcified and severely tortuous proximal left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), the stent dislodged from the sds, but was still on the guide wire. The guide catheter and guide wire were then pulled back to the groin and a snare was used to retrieve the dislodged stent. Another attempt was then made to cross the lesion with a taxus 2.75x32mm stent as well as a promus 2.75x28mm stent, but they were unable to cross the lesion. The procedure was completed with a cutting balloon, a rotablator and a maverick balloon, unk size. No add'l injuries or complications were reported. Pt status post procedure is noted as fine.